Event description:
It was reported that a visum led surgical light was allegedly coming detached from the spring arm. There was no reported patient involvement or adverse consequence in this event.

Manufacturer narrative:
There was no reported patient involvement, thus no patient data exists. A stryker field service technician evaluated the light head involved in the alleged event. Through evaluation, it was observed that the light head was detached and the circlip was missing. This caused the light head to detach from the spring arm. The root cause of how the circlip went missing could not be fully determined, however, it is possible that the circlip was removed and not replaced upon installation or servicing of the light head. The light head was replaced at the account and the issue was resolved. There was no reported patient involvement and no adverse consequences reported.